Manufacturer narrative:
The returned device was evaluated. During evaluation, the speaker was raspy and contamination was found on the system board; however, these findings do not affect the customer complaint. The device was able to obtain spco values and the values were within specifications. The device passed all functional testing, and was found to visually and audibly alarm during alarm conditions. No product performance issues related to the complaint were identified, and based on the investigation above, the customer complaint could not be duplicated. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The returned device was evaluated. During external inspection and power on testing, it was verified the leds were not illuminating as expected. During an internal inspection of the device, it was found that the led display was malfunctioning due to significant corrosion throughout the system board caused by liquid ingress. A service history record review reveals that this unit was in the field for over twenty (20) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the top display led segments do not illuminate. There were no consequences or impact to patient reported.